Event description:
Cross thread of glenosphere to metaglene, was this a problem of the metaglene being faulty in the first place? The surgeon has agreed that he failed to use a guide pin for the initial insertion. The glenosphere was replaced; however, the damage was to the metaglene, therefore the metaglene and a 3rd glenosphere was required. Surgery prolonged by one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.